Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after about half a day of intra-aortic balloon (iab) therapy, the arterial pressure waveform became abnormal. The customer thought it might be a pump failure and switched the blood pressure information to a merit medical transducer. After that, they checked the cardiosave intra-aortic balloon pump (iabp) but there was no particular problem. It was noted that there had been a recorded alarm. When the staff went to check, the self-pressure waveform was slightly abnormal. It was a possibility that the sensor part hit the aorta and caused an abnormal waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The returned sheath was not a maquet product. A kink was found on the catheter tubing approximately 76.2cm from the iab tip. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.